Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2012 and mesh was used. On (B)(6) 2012, the patient underwent a revisionary procedure for a recurrent hernia. It was noted during the surgery that the mesh was contracted. The mesh was removed at that time. Additional information to be requested.

Manufacturer narrative:
Date sent to the FDA: 07/18/2012.(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.